Event description:
During the course of treating a priority 3 suspected cva a 2nd set of vital signs was glucomter read "lo". Per protocol and with the glucometer as a diagnostic tool; als was initied including dextrose 50% ivp. Upon arrival at hospital, lab results for this pt found their glucose level to be 394. - glucometer gave a false reading of blood sample. Pts. Blood glucose was determined to be much higher.